Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cancer ('carcinoma cells in ovaries') in an adult female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, neck pain, liver enlargement, uterine fibroid, colonoscopy, augmentation mammoplasty, constipation, dyspepsia, vaginal discharge and vaginal discharge. Previously administered products included for an unreported indication: nexplanon and mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problem"), autoimmune disorder ("autoimmune ¿like systems"), fatigue ("fatigue"), memory impairment ("memory issues"), visual impairment ("vision problems"), abdominal distension ("extended belly"), menstruation irregular ("irregular periods"), back pain ("back pain"), arthralgia ("hip pain"), alopecia ("major hair loss"), inflammation ("acute inflammation") and thyroid disorder ("thyroidcoxicosis") and was found to have uterine leiomyoma ("uterine fibroid"), fallopian tube cancer ("cystic serous tubal intraepithelial carcinoma in fallopian tubes") and ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (abdominal supracervical hysterectomy & bilateral salpingectomy on (B)(6) 2009 and laparascopic oophorectomy (both ovary) on04-feb-2020). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, fatigue, memory impairment, visual impairment, abdominal distension, menstruation irregular, back pain, arthralgia, alopecia, inflammation, thyroid disorder, uterine leiomyoma, fallopian tube cancer and ovarian cancer outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, back pain, fallopian tube cancer, fatigue, genital haemorrhage, inflammation, memory impairment, menstruation irregular, neuromyopathy, ovarian cancer, pelvic pain, thyroid disorder, uterine leiomyoma and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cancer ('carcinoma cells in ovaries') in an adult female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, neck pain, liver enlargement, uterine fibroid, colonoscopy, augmentation mammoplasty, constipation, dyspepsia, vaginal discharge and vaginal discharge. Previously administered products included for an unreported indication: nexplanon and mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problem"), autoimmune disorder ("autoimmune ¿like systems"), fatigue ("fatigue"), memory impairment ("memory issues"), visual impairment ("vision problems"), abdominal distension ("extended belly"), menstruation irregular ("irregular periods"), back pain ("back pain"), arthralgia ("hip pain"), alopecia ("major hair loss"), inflammation ("acute inflammation") and thyroid disorder ("thyrotoxicosis") and was found to have uterine leiomyoma ("uterine fibroid"), fallopian tube cancer ("cystic serous tubal intraepithelial carcinoma in fallopian tubes") and ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (abdominal supracervical hysterectomy & bilateral salpingectomy on (B)(6) 2009 and laparoscopic oophorectomy (both ovary) on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, fatigue, memory impairment, visual impairment, abdominal distension, menstruation irregular, back pain, arthralgia, alopecia, inflammation, thyroid disorder, uterine leiomyoma, fallopian tube cancer and ovarian cancer outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, back pain, fallopian tube cancer, fatigue, genital haemorrhage, inflammation, memory impairment, menstruation irregular, neuromyopathy, ovarian cancer, pelvic pain, thyroid disorder, uterine leiomyoma and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.